Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3554.

Event description:
Note: the date of this event is unknown. It was reported to boston scientific corporation in 2008, that a captivator snare device was used for a polypectomy procedure (patient age, gender and weight unknown). According to the complainant, the snare "failed to cut the polyp." The physician completed the procedure with another captivator polypectomy snare. No patient complications were reported as a result of this issue, and the patient was reported as "good" following the procedure.

Manufacturer narrative:
No consequences or impact to patient. Cut failure to. A visual examination and functional evaluation of the returned device revealed no defects;the reported malfunction (snare did not cut) could not be confirmed. The device history record for the pertinent lot was reviewed; no anomalies were noted.